Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed, however, the involved component (drain bag) was provided by one of our supplier and this type of bags are no longer provided to the plant. Therefore no notification to the supplier can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the effluent bag of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.